Event description:
The hcp reported the patient presented with signs of an infection including fever to 100.3 degrees, and incisional wound opening. Cultures of the device pocket, lumbar region, cerebrospinal fluid, and blood were reported as organisms. None. The patient was treated with both oral and IV antibiotics and total device system explant. The infection resolved. The patient experienced drug withdrawal symptoms of shaking and sweating and was treated with an increase in oxycontin.